Event description:
It was reported that a pump declared an altitude alarm, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided tips to prevent altitude alarms, and the customer acknowledged understanding these tips. The customer needed to replace the cartridge to resolve the issue, and afterward, the pump resumed normal operation.